Event description:
Gelatine sponge escaped into the hepatic portal vein via the short gastric vein [device deployment issue]. Portal vein occlusion [portal vein occlusion]. Case description: this is a literature report from the japanese journal of portal hypertension, 2017, 23 (3); 104 entitled "two patients who had problems during parto (plug-assisted retrograde transvenous obliteration) and their subsequent course." This report pertains to case 1. A male patient in his 40s of an unspecified ethnicity received gelatine sponge containing a hardening agent to increase the efficacy of embolization during parto on an unspecified date at unspecified dosage. The patient's medical history and concomitant medications were not reported. The authors reported parto was a type of retrograde transvenous obliteration, where gelatine sponge is injected while the target blood flow is blocked with a vascular plug. The patient underwent parto with gelatine sponge containing a hardening agent to increase the efficacy of embolization. During parto, gelatine sponge was injected until the collateral pathway became apparent. On an unspecified date however, the gelatine sponge escaped into the hepatic portal vein via the short gastric vein, which was part of the collateral pathway. The internal pressure inside the gastrorenal shunt was rising due to filling by the gelatine sponge, and even after the gelatine sponge injection was discontinued, it continued to escape intermittently. In the ctap performed immediately afterward, portal vein occlusion was noted, dispersed mainly in the posterior segmental branch of the right lobe and lateral segmental branch of the left lobe. The procedure was terminated, and anticoagulation treatment was started. In the contrast CT performed on the next day, as no aggravation of portal vein occlusion and no new portal vein thrombosis was noted, the anticoagulation treatment was discontinued. In the contrast CT performed 3 months later, the portal vein occlusion had disappeared, and the gastric varices had also completely occluded and regressed. Pfizer is a marketing authorization holder of absorbable gelatin sponge in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin sponge has submitted the same report to the regulatory authorities.

Event description:
Event verbatim [preferred term] gelatine sponge escaped into the hepatic portal vein via the short gastric vein [device deployment issue] , portal vein occlusion [portal vein occlusion] , . Case narrative:this is a literature report from the japanese journal of portal hypertension, 2017, 23 (3); 104 entitled "two patients who had problems during parto (plug-assisted retrograde transvenous obliteration) and their subsequent course." This report pertains to case 1. A male patient in his 40s of an unspecified ethnicity received gelatine sponge containing a hardening agent to increase the efficacy of embolization during parto on an unspecified date at unspecified dosage. The patient's medical history and concomitant medications were not reported. The authors reported parto was a type of retrograde transvenous obliteration, where gelatine sponge is injected while the target blood flow is blocked with a vascular plug. The patient underwent parto with gelatine sponge containing a hardening agent to increase the efficacy of embolization. During parto, gelatine sponge was injected until the collateral pathway became apparent. On an unspecified date however, the gelatine sponge escaped into the hepatic portal vein via the short gastric vein, which was part of the collateral pathway. The internal pressure inside the gastrorenal shunt was rising due to filling by the gelatine sponge, and even after the gelatine sponge injection was discontinued, it continued to escape intermittently. In the ctap performed immediately afterward, portal vein occlusion was noted, dispersed mainly in the posterior segmental branch of the right lobe and lateral segmental branch of the left lobe. The procedure was terminated, and anticoagulation treatment was started. In the contrast CT performed on the next day, as no aggravation of portal vein occlusion and no new portal vein thrombosis was noted, the anticoagulation treatment was discontinued. In the contrast CT performed 3 months later, the portal vein occlusion had disappeared, and the gastric varices had also completely occluded and regressed. Pfizer is a marketing authorization holder of absorbable gelatin sponge in the reporter's country. This may be a duplicate report if another marketing authorization holder of absorbable gelatin sponge has submitted the same report to the regulatory authorities., comment: based on information available, the reported portal vein occlusion was considered as associated with "gelatine sponge escaped into the hepatic portal vein via the short gastric vein", which may be procedure-related. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.